Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate antitachycardia pacing (atp). An episode of atrial fibrillation with intermittent rapid ventricular conduction was diagnosed as svt. Later, av interval delta discriminator was read as vt and atp was delivered. Programming changes were recommended, but not made. No more issues were noted. Patient condition was well.